Event description:
Healthcare professional reported patient was injected with 4 syringes of juvéderm® vollure¿ xc and 11 syringes of juvéderm® voluma¿ xc to the cheek, temple, chin and jawline. Approximately four months later, patient woke up with inflammatory nodules with erythema, edema and tenderness in the cheek, chin and jawline. It was noted the patient "received shingles and flu shots¿ the day prior to onset of symptoms. Treatment is provided as ¿medrol dose pack and zyrtec.¿ event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00600 (allergan complaint #b)(4)). This MDR is being submitted for the suspect product, juvéderm® vollure¿ xc.

Manufacturer narrative:
Concomitant therapies: juvéderm® voluma¿ xc. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.